Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. The insulin pump was received with broken belt clip slot, cracked case near display window corners, cracked on display window, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that the insulin would not vibrate. The customer's blood glucose was 137 mg/dl at the time of incident. The customer performed self test and the insulin pump did not vibrate. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.